Event description:
It was reported that during a routine device replacement procedure, it was noted that the device header had apparently come loose from the device prior to explant and separated upon explant. The device was explanted as planned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was noted that the device was received without the header attached. Reduced analysis was performed.